Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: a particulate was found inside one syringe barrel.

Manufacturer narrative:
Additional information: unique identifier added. Evaluation summary a sample without its original package or lot number was received for evaluation. After performing visual inspection per procedure; the condition reported was confirmed; contamination was observed in the syringe. The device history record (DHR) file was reviewed indicating that product was released meeiingt all quality standard requirements. The 12ml syringe, luer lock, is manufactured by an external supplier and the assembly process at this site consists of a pick and place in a tray operation. The condition reported is not generated during this manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of the root cause. A formal investigation was open in order to determine the root cause and implement the appropriated corrective action by a corrective and preventative action (CAPA). The failure is confirmed to be associated with the supplier of the device.